Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented via a remote transmission. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave over-sensing. Corrective programming changes were recommended but not yet made. No patient consequences were reported.

Event description:
New information received notes that the device was explanted on an unknown date. No further patient consequences were reported.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.